Manufacturer narrative:
Corrected data: a2: (B)(6) 1980. Facility confirmed patient report and the date of last visit was (B)(6) 2016. The patient will be monitored and va post-op was 20/20. (B)(4).

Manufacturer narrative:
Work order search: no similar complaints were found. Claim #(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported the surgeon implanted a 12.1mm micl12.1 implantable collamer lens, -12.5 diopter, in his left eye (os). The patient reported a cataract had developed but there was no vision loss. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.